Event description:
It was reported that a patient underwent a surgical procedure for a cystoma on (B)(6) 2012. During the procedure, the blade did not come out from the sheath when the surgeon grasped the trigger. The surgeon reconnected the device to the motor drive, but the same situation occurred. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate/extend during the evaluation.